Manufacturer narrative:
Manufacturer's investigation conclusion the reported event of backup battery fault alarms was confirmed via log file analysis. A review of the log contained data spanning approximately 2 days ((B)(6) 23 per timestamp). Starting (B)(6) 23 at 8:00:12, backup battery faults alarms activated due to the backup battery load test not passing. The backup battery did not pass the load test due to the loaded voltage being under the acceptable threshold as compared to the unloaded voltage. The backup battery alarms did not resolve before the controller was shutdown at 17:08:14 after a controller exchange. There were no other notable alarms active in the log file. The heartmate 3 system controller was returned for analysis in unremarkable condition. The controller underwent preliminary and functional testing and passed without issue. The controller was connected to a mock circulatory loop and was able to operate the system for extended operation. Backup battery fault alarms were not reproduced throughout testing. Multiple attempts were made to obtain additional information from the customer regarding if the alarms resolved after the exchange; however, no additional information was provided. A root cause for the reported event was unable to be conclusively determined through this analysis. A corrective action/preventative action (CAPA) has been implemented to address the issue of backup battery fault alarms due to load test failures. The system controller associated with this event was manufactured prior to the implementation of the CAPA. Heartmate 3 instructions for use, rev. C, section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook, rev. D, section 5 ¿ ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including backup battery fault alarms, and the actions to take if the alarm cannot be resolved. Section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook, doc. #10006136, rev. D, section 6 entitled ¿equipment maintenance¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had internal battery fault alarms on (B)(6) 2023. A review of the log files confirmed backup battery fault alarms on (B)(6) 2023 at 08:00 that continued throughout the rest of the log. The backup battery was replaced, along with the controller, on (B)(6) 2023.